Event description:
It was reported that the patient fell in the kindergarten and hit his head on the right-hand side. Testing was carried out which showed a short-circuit between channels 6, 8 and 10, channels 4, 5, 7, 11 and 12 with status "hi" and channels 1, 2 and 3 having increased impedances. The patient will be re-implanted on (B) (6) 2008.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.